Manufacturer narrative:
This report is for the patient's right-sided device. Manufacturer's reference number: (B)(4).correction: after clinical review of this file performed on (B)(6) 2021, it was decided to add clinical code cancer (e1801) to more accurately capture the reported event. It was reported that the experienced atypical lymphoma on the right side.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: capsular contracture and breast mass. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female underwent breast augmentation with mentor textured gel breast implants and experienced bilateral baker grade IV capsular contracture and a breast mass on the right side postoperatively. The capsular contractures and breast mass were confirmed with a physical examination. As a result, the patient underwent bilateral device removal and replacement with competitor products on (B)(6) 2021. This report is for the patient's right-sided device.